Event description:
It was further reported that the rv lead exhibited high undefined bipolar impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high threshold and bipolar impedance measurements. The rv lead also exhibited no capture. The lead remains in use. No patient complications have been reported as a result of this event.